Manufacturer narrative:
Based on receipt of the revision implant sheet it was determined that the tibial component, not the femoral component was revised. Brand name is being corrected to unknown tibial baseplate and device name is being corrected from unknown hip to unknown knee. An event regarding loosening involving an unknown baseplate was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Further information such as dated x-rays, clinical and past medical history, follow up notes and examination of explanted components are needed for completion of the assesment. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the event could not be confirmed nor the root cause determined as sufficient information was not provided. Further information such as return of device, operative reports, x-rays, histopathology reports, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Failed loosened osteolytic right knee replacement series 7000 pressfit femur cement tibia with large osteolytic defect.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Failed loosened osteolytic right knee replacement series 7000 pressfit femur cement tibia with large osteolytic defect.